Event description:
It was reported that during a left m1 occlusion procedure while removing the subject guidewire, the opaque portion was fractured. The fractured section of the guidewire part was removed using a snare device. There was a surgical delay of 60 minutes. The procedure was completed successfully with no clinical consequences reported to the patient.

Manufacturer narrative:
D4 expiration date ¿ added h4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the subject guidewire was fractured and returned in two fragments. The proximal fragment was fractured along the nitinol tubing with the core and platinum exposed at roughly 106.2cm. The distal end of the fragment was fractured along the nitinol tubing. The core wire was observed through the distal tip ball. The functional inspection could not be performed due to the damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed during analysis. The reported guidewire friction could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after advanced a microcatheter tracking the subject guidewire in severely torturous anatomy to the target site, when attempted to remove the guidewire, opaque portion got fractured. The guidewire had been applied torque while advancing the microcatheter due to severely torturous anatomy. Additional information received indicates that the patient¿s anatomy was severely tortuous. Torque was applied while advancing due to the severely tortuous anatomy. The device was returned, and it was confirmed that the distal section of the guidewire had been fractured. It was stated that the patient¿s anatomy was severely tortuous. Tortuosity in the location of the tip of the guidewire can cause additional pressure/friction to the tip of the guidewire, which can cause the tip to fracture during the attempt to torque against this, as the guidewire is torqued while the tip is resisting torquing. Based on the review of all available information an assignable cause of procedural factors will be assigned to the reported and analysed ¿guidewire distal tip broken/fractured during use¿ and the reported ¿guidewire friction¿, as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during a left m1 occlusion procedure while removing the subject guidewire, the opaque portion was fractured. The fractured section of the guidewire part was removed using a snare device. There was a surgical delay of 60 minutes. The procedure was completed successfully with no clinical consequences reported to the patient.